Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two 275cc sal smooth rnd mlv and experienced bilateral deflations post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 18, 2022, mentor became aware of the following erroneously submitted information in the previously submitted report: section h5. Labeled for single use? Was incorrectly marked no. All mentor devices are labeled for single use only. Manufacturer¿s reference number: (B)(4).